Manufacturer narrative:
(B)(4). The device was returned for analysis. The difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified vessel that was moderately tortuous. Great resistance was felt during retraction of the balance middleweight guide wire either with another device or with the anatomy. No resistance was felt during advancement of the guide wire to the lesion. Another guide wire was used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported.